Manufacturer narrative:
The main tube was flattened between the distal side of the blue band and the distal side of the cuff. The electrode wires were within their respective lumens and there were no signs of any significant protrusions. Functionally, the cuff would inflate and deflate 5 times without issue or indication of a leak which confirms an electrode ¿did not¿ puncture the cuff. This inside diameter of the main tube contains an encapsulated reinforcement wire. The returned sample showed the 1 coil had been torn from the encapsulation and protruded into the inside diameter which would have no contact with the patient or user. The location of this protrusion corresponds to the flattened area of the main tube. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that when the anesthesiologist prepared to intubate, it was found that the cannula was flattened and the wire inside protruded outside the tube wall, making the device unable to use. Back-up device was used to complete the procedure. There was no patient impact.